Event description:
It was reported that there were ventricular high-rate episodes exhibiting frequent short, non-physiologic intervals. The electrogram did not display oversensing due to a collection time-out however interval plots and market channels exhibited likely oversensing and noise. Fluoroscopy was performed during routine device changeout and did not reveal any gross lead conductor abnormalities. The lead will be monitored and was not replaced as the lead currently exhibited stable impedance and capture threshold trends. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.